Event description:
The lead was electively explanted. There were complications associated with the removal of the lead. Hypotension, massive hemothorax, vein dissection, cardiopulmonary bypass and prolonged problems which required 22 units of blood, an extensive hospital stay and surgical intervention. Explant method: intravascular, superior, thoracotomy technique/tools: direct traction, direct traction with locking stylet, intravascular counter traction, sheath(s). Complications listed above.